Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 180 mg/dl. A cause of the past occlusions could not be determined. After the most current occlusion, the customer changed the infusion set tubing and site clearing the occlusion.